Event description:
It was reported that pico was applied in theatre post c section surgery and once back on the ward, pump not working and no leak showing as an alert. Pump sent back to theatre. Device is pending for being collected and evaluated also was confirmed that there was no harm or injury to the patient.

Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number only. There have been further complaints for the reported failure modes in the past three years. The device was used for treatment. The returned pump underwent a product evaluation. No visual issues were identified from an initial inspection. The device was attached to the diagnostics equipment and device performance data confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No errors were detected. This likely explains why the device was no longer working and therefore, a relationship between the event and the device was confirmed. The device performed as would be expected. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.